Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the customer's complaint. The fse performed extended self test and short self test and the ventilator was reported to have worked according to the manufacturer's specifications.

Event description:
It was reported that this ventilator was not working. There is no reported patient involvement associated with this event.